Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that through vent filter analysis, the patient's lvad was showing signs of bearing wear. It was decided by the hospital to proactively exchange the patient's lvad with another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.